Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: no observed opening in the device. Additional observations: crease fold observed in the device. Wear abrasion observed in the device white particles observed in the device. Broken sharp in the plug strap assessed as to unidentified opening no further actions are required as the device was implanted.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: d4, d9, h3, h4, h6.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted and replaced.